Event description:
Customer's husband reportedly received the following results on the aviva system within 10 minutes: 367 mg/dl, 199 mg/dl, and 171 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
(B) (4). It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. The target lesion was located in the proximal left circumflex. The 80% stenosed target lesion was tubular, eccentric, lightly calcified and less than 60% in tortuosity. The lesion was 12mm in length with a reference vessel diameter of 3.50mm. The lesion showed evidence of no thrombus, with smooth contour and mild angulations. Pre-procedure timi 3 flow was noted. The target lesion was treated with pre-dilatation and placement of a 3.5 x 16 mm taxus element stent. Residual stenosis was 0%. During the index, a non-target lesion located in the 1st obtuse marginal was treated. The 90% stenosed target lesion was eccentric, lightly calcified and less than 60% in tortuosity. The lesion was 14mm in length. The lesion showed smooth contour and mild angulations. Pre-procedure timi iii flow was noted. The non-target lesion was treated with a 3.0x16mm liberte monorail stent. The patient was discharged 1 day post procedure on aspirin and clopidogrel. At 711 days post index procedure, the patient underwent coronary angiography due to abnormal cardiolyte/myoview study and stable angina. The lesion located in the 1st obtuse marginal was diagnosed as moderate risk. The lesion was 95% stenosed and 16 mm long. Pre-procedure timi flow ii was noted. Post-procedure timi flow iii was present. The 1st obtuse marginal was treated with a 2.5x20mm taxus liberte stent. The mid cx was treated with balloon angioplasty due to residual stenosis after stent deployment. Residual stenosis was less than 20%. The distal right coronary artery was treated with a 2.5x15mm non-bsc stent, and the right posterior descending artery was treated with a 2.5x12 mm non-bsc stent. The patient was discharged 1 day later.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Removed the red tab and the digital display did not illuminate on the manometer.